Manufacturer narrative:
Product analysis summary: the guidewire used in the procedure did not return for analysis. The balloon folds returned deflated. Necking was evident to the proximal balloon bond. An unsuccessful attempt was made to backload an inhouse 0.0014¿ guidewire due to the necked proximal balloon bond. Deflation testing could not be performed due to the condition of the proximal balloon bond. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use two solarice rx ptca balloon catheters to treat a lesion. The devices were inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. It was reported that it was difficult to deflate the balloons as the wire got stuck after deflating. It was also reported that there were removal difficulties of the balloons from the wire post deflation of the balloons. No difficulties were noted during inflation of the devices. More than three inflations were performed for each balloon above 15 atm pressure. The devices were not moved or repositioned while inflated. Sufficient time was given to allow the balloons to fully deflate prior to attempting removal. The balloon deflation happened normally. Resistance was encountered as the wire had been pulled out with the balloons while attempting to retract the balloons after deflation. It was stated that the balloons were used to block the microcatheter in the artery during the procedure. The wire was removed with the balloons as the wire was stuck on the balloon. No damage was noted to the guidewire on removal from the patient. The patient is alive with no injury. Please note that this device (solarice rx) is not marketed in the united states; however, the device is deemed the same as the united states marketed device(euphora).